Manufacturer narrative:
This notification was re-evaluated following receipt and review of all available information related to the reported patient death. Multiple good-faith efforts have been completed to obtain additional information on 06/05/2025, 07/07/2025, and 07/10/2025, without customer response. A correction report is being submitted. At the time of initial reporting, the event was conservatively submitted due to the limited information available. However, subsequent review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. Specifically, no device deficiency (e.g., malfunction, misuse, labeling issue, or performance failure) has been identified. No causal or contributory relationship between the device and the reported death has been established. The available information indicates the death is attributable to factors unrelated to the device. Based on the totality of evidence, this event does not meet the criteria for reportability, as there is no reasonable possibility that the device caused or contributed to the death. Therefore, this case has been reassessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements. Updated: evaluation method code updated. Evaluation results updated. Conclusion code updated.

Event description:
It was reported that the user of the unspecified device passed away. There is no allegation of malfunction, or that the device caused or contributed to the death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.